Manufacturer narrative:
During inspection and testing, the reported issue (air/water supply problems) was reproduced. The nozzle was found to be clogged with a black foreign material. Analysis of the material found it was silicone. A review of the device history record found no deviations that could have caused or contributed to foreign material clogging the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the reprocessing was implemented by the customer in line with the instructions for use. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, angulation in the up direction was insufficient and the play in the up/down knob was out of standard due to wear of the angle wire, the adhesive on the bending section cover was chipped due to deterioration caused by chemical/physical stress, there were scratches on multiple parts of the device, and the connecting tube was discolored due to deterioration caused by reprocessing. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported there were air and water supply problems with the subject device which were confirmed during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was found to be clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.